Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-9218-15 serial #: (B)(4) description: precision m8 adapter, 15cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing increased pain where the ipg was placed. Device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patient was experiencing increased pain where the ipg was placed. Device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing increased pain where the ipg was placed. Device malfunction was suspected. The patient will undergo an explant procedure.